Event description:
Oversensing and low pacing impedance on the atrial lead were noted. There was also a decrease in defibrillation impedance on the right ventricular (rv) lead. The leads were explanted and replaced, and the patient was stable with no adverse consequences. Related manufacturer report number: 2017865-2018-02021.

Manufacturer narrative:
Additional information: as received, a complete lead was returned in two pieces. Visual inspection revealed clavicular crush at the middle region of the lead. Further analysis revealed damage on the inner and outer insulation and fractures of all five filars of the outer coil consistent with clavicular crush. The cause of the reported event is consistent with clavicular crush.